Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the insulin pump had missing segments and partial display. The customer's mother stated the customer was getting ready to change site when the display started to distort. The customer's blood glucose was unknown. The customer's mother was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
The pump was received with missing segments due to a cracked and bleeding lcd glass. The pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.